Manufacturer narrative:
The reported event of helix bent was confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found the helix was extended/bent consistent with procedural damage and was clogged with blood/tissue. The cause of the reported event was isolated to procedural damage. Unable to measure helix extension length due to the damaged helix. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that patient presented for an implant procedure. It was noted that the right ventricular lead was bent. The lead was not used and replaced during procedure. The patient was discharged.